Manufacturer narrative:
A getinge representative was not dispatched to evaluate the issue because the issue was resolved over a telephone call, the equipment was not properly inserted in the trolley, for this reason he did not see the quantity of helium present in the cylinder. The repair was completed. Functioning tests carried out with positive results.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not read the helium tank. The equipment not reading the amount of helium in the cylinder on the screen. There was no patient involvement.